Manufacturer narrative:
Unit was not received in manufacturing mode. No unexpected insulin flow blocked alarms or no delivery/occlusion alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 333 mg/dl at the time of the incident and blood glucose was 422 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with bolus. Customer will return device for analysis.